Event description:
It was reported that the device dc-inlet port is broken and the device cannot be turned on. Additionally, during service and repair, the device was found unable to charge. No patient involved.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during service evaluation the renasys touch device was found unable to operate on ac or battery power and could not recharge the battery due to broken dc inlet port j1 and a defective battery. No patient involved.